Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission with, an alert of -end of service - a telemetry anomaly was noted. The device was explanted and replaced successfully. No patient symptoms were reported.